Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a female patient underwent an evar aaa aneurysm repair. During the procedure it was discovered that the graft had a type 3 endoleak (hole in the graft fabric) right after placement at the final run. Another limb was placed to reline it. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels." The complaint states that the graft had a type iiib endoleak right after placement. If the hole was due to a suture failure, the complaint could have been caused by incorrect suturing techniques. Tears in the fabric, either around a suture hole or not, can occur due to the graft experiencing aggressive ballooning on calcified areas, or from eventual wear due to rubbing on a calcified area. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that a female patient underwent an evar aaa aneurysm repair. During the procedure it was discovered that the graft had a type 3 endoleak (hole in the graft fabric) right after placement at the final run. Another limb was placed to reline it. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.